Event description:
It was reported a loose of traction on the device. There was no backup available. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection observed scratches and a dent with chipped paint on the rear of the seat frame. There are pits and scratches on the hex bar. A functional test revealed the hex bar would not slide through the frame due to restriction from the pits and dents on the hex bar. The unit was tested with a known good hex bar and no issues were observed. The complaint was verified. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.